Manufacturer narrative:
Concomitant medical products: product ID: 8781 ,lot/serial# (B)(4), implanted: (B)(6) 2014, product type :catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (50 mg/ml at 6 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was not getting any relief so the healthcare provider (hcp) attempted to aspirate from the catheter access port and was unable to pull any fluid back in the syringe. There were no external factors that contributed to the issue and no actions/interventions were taken to resolve it at that time. The issue was not resolved at the time of the report. Surgical intervention is planned but it had not been scheduled as the hcp needed to get authorization from the patient's insurance to revise the catheter. The patient's weight and medical history were asked but will not be made available. The patient was without injury at the time of the report.